Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. It was also noted that no electrical response from the heart has been observed with the ra lead. No patient complications have been reported as a result of this event.